Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported device damaged by another device - caused damage, and unintended system movement appears to be related to operational context. In this case, it is possible that the reported device damaged by another device - caused damage, and unintended system movement is due to use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The viperwire guide wire referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported a stealth 360 peripheral orbital atherectomy device (oad) was used in the common iliac artery (cia) to prepare for placement of an impella device. After six treatments, the viperwire guide wire flipped and fractured during an attempt to retrieve the guide wire. The guide wire flipped and prolapsed due to the oad being repositioned, leading to the guide wire being pulled back and bent. The viperwire was straight in the aorta prior to the flipping. The viperwire spring tip lodged in the strut of the stent that was placed. Approximately three centimeters of the guide wire remain in-vivo. There was no difficulty wiring or delivering devices. There was no wire bias observed. The patient does not have any concerns about potential long-term risks to the patient. There were no patient complications and no clinically significant delay. The patient was discharged after three days in stable condition.